Manufacturer narrative:
Mid-(B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® clear pvc soft seal® cuff tracheal tube cuff had an air leak after the device was intubated. It was unknown if the device was checked prior to use or how long the device was in use. No patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One device was returned for evaluation without its original packaging. Visual inspection of the device found no discrepancies. Functional testing involved an inflation test and found leakage at a small tear in the cuff. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Based on the evidence, the complaint was observed and a root cause was unable to be confirmed.